Event description:
It was reported by the customer that the pyxis anesthesia es system had failed drawer, prevented user from removing the required medication propofol. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer causing failure. A field service engineer manually opened the drawer and recovered to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.